Event description:
On (B)(6) 2025, the user reported a blood glucose level of 283 mg/dl after consuming food that was not announced to the system. The user experienced symptoms of tiredness and feeling hot. The device algorithm initiated correction, and the user later confirmed blood glucose values trending down and returning to range.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.